Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v056643, implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-45, lot# v056643, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
It was reported that the patient was noticing increased frequency of a ¿jolting¿ feeling with changes in position and noted it a little over a year ago. The patient noted falling on (B)(6) 2014 but reported that there was no change in therapy at that time. It was noted that there was decreased left side stimulation as well. It was noted that there was a gradual loss of stimulation and therapeutic effect. The cause of the loss of stimulation and therapeutic effect was determined and was device related. The impedances were high and greater than 10,000 on electrodes 1, 3, 4 and 5, which were used to achieve left sided coverage. Patient symptoms included pain at the lead location. The patient was reprogrammed to attempt to regain left sided coverage. It was noted that there was not a 50% or greater symptoms reduction. They were able to cover all her painful areas with one program of double guarded cathodes in the middle of the octad. It was noted that there was no lead fractures noted. The cause of the high impedances and jolting sensation due to positional changes was not determined, but the issue resolved and the patient was pleased with her therapy at that point.